Event description:
A falsely elevated troponin I result of 0.342 ng/ml was obtained on a patient sample. The result was reported to the physician. The sample was retested and a result of < 0.005 ng/ml was obtained. A cardiac catheterization was performed on the patient. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin result was sample integrity.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was sample integrity. The instrument is performing within specifications.